Event description:
Surgeon dropped the trial head into patient's canal during surgery, and tried to retrieve the head. Though, it took such a long time, eventually, surgeon could make it to retrieve the head out of the canal during the surgery. The surgery was delayed approximately 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.